Event description:
Boston scientific received information that this endovascular left ventricular (lv) lead was measuring an impedance of greater than 2000 ohms, and that pacing thresholds had increased to 7.0v/2.0ms. The lead was capped and surgically abandoned. Another boston scientific lv lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
According to the available information, this lv lead has been capped and surgically abandoned, and is no longer in service. Additional information was obtained from the local field representative, who indicated that lead dislodgement was likely the cause of the observed high pacing impedance. No additional information is available at this time. Should more information become available, this event will be updated. Subsequently, the proximal segment of this previously abandoned lv lead was explanted during a device replacement procedure, and returned for analysis. A visual inspection of the lead segment noted that the lead insulation was worn and the conductor coils were fractured, due to a suspected clavicular crush. This event will be updated if any additional information becomes available.